Event description:
It was reported that the insulin pump alarmed during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self-test, off no power test. However, unit alarmed during basic occlusion test due to loose drive support disk. Unable to perform the prime test due to loose drive support disk.